Event description:
Approximately four hours post procedure, it was reported that bleeding occurred after the bandage was taken off. The event was diagnosed as a pseudoaneurysm and the patient was treated with fibrin injection. The patient¿s approximate height and weight are unknown. This was an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f terumo vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the assess site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. It is unknown if the target femoral site was previously closed with any closure device or manual compression less than 30 days prior to this procedure. It is unknown if there was evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was prepped according to IFU instructions. There were no difficulties as the exoseal vcd was advanced through the sheath or when connecting the vcd to the sheath. There were no problems deploying the plug. Homeostasis was successfully achieved with the exoseal vcd. The patient¿s blood pressure was unknown. The patient was anticoagulated with angiox (bivalirudin) ¿ only with acute coronary syndrome, ass, heparin and gpiib/iiia inhibitor. It is unknown the patient¿s activity when the bleeding started. The physician has achieved certification on the use of exoseal vcd and has used the vcd 50 times prior to this procedure.

Manufacturer narrative:
Complaint conclusion: approximately four hours post procedure, it was reported that bleeding occurred after the bandage was taken off. The event was diagnosed as a pseudoaneurysm and the patient was treated with fibrin injection. The patient¿s approximate height and weight are unknown. This was an interventional procedure with a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f terumo vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the assess site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. It is unknown if the target femoral site was previously closed with any closure device or manual compression less than 30 days prior to this procedure. It is unknown if there was evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was prepped according to IFU instructions. There were no difficulties as the exoseal vcd was advanced through the sheath or when connecting the vcd to the sheath. There were no problems deploying the plug. Homeostasis was successfully achieved with the exoseal vcd. The patient¿s blood pressure was unknown. The patient was anticoagulated with angiox (bivalirudin) and heparin. It is unknown the patient¿s activity when the bleeding started. The physician has achieved certification on the use of exoseal vcd and has used the vcd 50 times prior to this procedure. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. The IFU indicates that the safety and effectiveness of the exoseal vcd has not been established in patients on angiomax (bivalirudin) or other thrombin-specific anticoagulants or low molecular weight heparin = 24 hours prior to the catheterization procedure. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported event. Without a lot number to conduct a DHR review and without the product to analyze, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time

Manufacturer narrative:
Concomitant medications included fibrin injection and angiox (bivalirudin), ass, heparin and gpiib/iiia inhibitor. Additional information will be submitted within 30 days of receipt.